Event description:
During a cataract extraction procedure, the surgeon reportedly detected a corneal burn to the pt's operative eye. The pt required an unplanned suture and is expected to recover fully.